Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue on (B)(6) 2026 as infusion set cannula site was irritated due to not regularly rotating site location. The site location was abdomen. The occlusion was likely at site. The patient had high blood glucose levels and got treated with correction bolus via pump.